Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. A correction was made upon the submission of this report: section b3 and d10 have been updated from 05oct21 to 08oct21.

Event description:
Procedure performed: "gastric sleeve" event description: "dr [name] informed me that he had a patient he did a gastric sleeve on (B)(6) 2021 had a post op bleed that required 3 units of blood to stablize. He said is not certain that it was a failure of a voyant eb216 or the linear stapler he was using or something else as this was a difficult case. He said he has not had a post op bleed in a real long time and that voyant was the only new device he is using." No product return. Additional information received via email on 27oct2021 from [name], applied medical account manager I: the event date is (B)(6) 2021. The surgeon did not apply tension to the tissue as they were sealing it. There were no bleeding issues observed during the case. The bleeding was only noted after the case. There was no eschar buildup noted on the jaws during the case. Every time the device was removed from the abdomen the jaws were wiped clean with a wet lap sponge. There were no generator alarms that interrupted the seal cycle. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. No additional interventions were necessary beyond the 3 units of blood that were given to stabilize the bleeding. The device was disposed of after the case. Intervention: patient received three units of blood patient status: "patient recieved 3 units of blood to stablize the bleed and then went home."

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "gastric sleeve" event description: "dr [name] informed me that he had a patient he did a gastric sleeve on (B)(6) 2021 had a post op bleed that required 3 units of blood to stabilize. He said is not certain that it was a failure of a voyant eb216 or the linear stapler he was using or something else as this was a difficult case. He said he has not had a post op bleed in a real long time and that voyant was the only new device he is using." No product return. Intervention: patient received three units of blood. Patient status: "patient received 3 units of blood to stabilize the bleed and then went home."